Event description:
It was reported that the bed had unintended movement. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is on-going; a follow-up report will be submitted with results.